Event description:
It was reported that during a lap. Bowel resection, the device stopped working after 45 minutes. The customer used a competitors device to complete the case with no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that when attempting to activate the device on a generator, gave a solid tone. Visual examination found an area of the blade that was discolored due to heat generated from contact between the blade and tissue pad. Further analysis found a crack propagating from the heat-affected area of the blade. This failure is caused due to activation of the device while clamped without tissue being present. For this reason, the following statements were included in the instructions for use: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument." The batch history records were reviewed with no anomalies noted during the mfg process. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted.